Manufacturer narrative:
The complaint was investigated but the customer complaint could not be verified. The date and time of the event was unclear, glucose data was partially missing in dms and dms analysis did not corroborate customer complaint. Investigation did not find any malfunction with the overall system performance.

Event description:
On september 01st 2020, senseonics was made aware of an adverse event where user experienced hyperglycemia due to inaccuracies in sensor and blood glucose readings.